Event description:
It was reported that tandem mobi exhibited cartridge alarm and caller was also unable to select load cartridge on app. There was no adverse impact to the customer's blood glucose level. Customer support confirmed specific cartridge alarm, instructed caller to remove cartridge from pump and deliver 9-unit bolus with explanation that insulin on board would be affected, advised caller to wait several minutes before trying to load cartridge again through app, and requested caller to call back after waiting period; no additional information was received regarding outcome of event.